Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) level of 460 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER one day later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however troubleshooting could not be completed and the alleged root cause could not be confirmed. The customer reverted to manual injections for insulin therapy.